Manufacturer narrative:
(B)(4).

Event description:
The pt experienced return of pain. At the last 2 refills, the pump was infusing half of the dosage. The pump was explanted. During the procedure, the physician tested the catheter; no tests with contrast had been performed before the procedure. There was reported to be no pt injury and the pt was "ok" following the explant. The device system was used to deliver morphine.